Event description:
Procedure: low anterior resection. According to the reporter: the device was placed 2cm off the anal sphincter, but it did not fire staples. The surgeon had to hand sew the entire anastomosis. No blood product or blood transfusion was required though there was minimal blood loss. The surgery time was extended by about an hour and a half. The yellow pushers were visible, but the staples were not. The pt is currently in good condition.